Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and uterine perforation ('left one perforated the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis, paratubal cyst, menometrorrhagia and appendectomy. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash/skin condition"), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complications"), mental disorder ("psychological injury") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery (salpingectomy - unilateral and diagnostic laparoscopy with essure device removal from left cornua of the uterus). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, dermatitis allergic, pelvic pain, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, post procedural complication and mental disorder outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, dermatitis allergic, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication, uterine perforation, vaginal discharge and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: essure confirmation test on (B)(6) 2004. Trailing coils- right-6, left-4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure occlusion wires are appropriately positioned bilaterally. Complete tubal occlusion documented bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : event "left one perforated the uterus", reporter, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash/skin condition"), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complications") and mental disorder ("psychological injury"). The patient was treated with surgery (salpingectomy - unilateral). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dermatitis allergic, pelvic pain, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, post procedural complication and mental disorder outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication, vaginal discharge and vulvovaginal candidiasis to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash/skin condition"), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complications") and mental disorder ("psychological injury"). The patient was treated with surgery (salpingectomy - unilateral). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dermatitis allergic, pelvic pain, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, post procedural complication and mental disorder outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural complication, vaginal discharge and vulvovaginal candidiasis to be related to essure (ess205). No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ fallopian tube perforation, pelvic pain, genital bleeding, dermatitis allergic, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge and post procedural complications were added. Patient demographics, and essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.